Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient received three catheters on most recent order, the first one was used sunday night and on monday morning the catheter had come out, they stated there was a pinhole at the top of the y where the foley meets the y. The second foley inflated but will not release the water. Caregiver was now on third catheter and third insertion tray due to these issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿high modulus silicone / inadequate material selection". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient received three catheters on most recent order, the first one was used sunday night and on monday morning the catheter had come out, they stated there was a pinhole at the top of the y where the foley meets they . The second foley inflated but will not release the water. Caregiver was now on third catheter and third insertion tray due to these issues. Per additional information received via email on 24may2024, it was reported that the patient was fine.

Event description:
It was reported that patient received three catheters on most recent order, the first one was used sunday night and on monday morning the catheter had come out, they stated there was a pinhole at the top of the y where the foley meets the y. The second foley inflated but will not release the water. Caregiver was now on third catheter and third insertion tray due to these issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿high modulus silicone / inadequate material selection". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.